Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Three different delivery accuracy tests were performed all of which were within the manufacturing delivery accuracy specifications. No problems found with the fluid delivery of the pump. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation does not indicate a problem with the manufacturing of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during use of this smiths medical cadd solis hpca pump, the pump exhibited incorrect doses. No patient injury reported.